Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the ventricular lead had fractured, and the device reached elective replacement indicators (eri). The device had been programmed to aair mode, however, when eri was reached, it went to vvi 65. Because the patient was dependant on the atrial pacing support, she became symptomatic with the programming change to vvi. Both the ventricular lead and the pulse generator were explanted and replaced. There were no patient complications as a result of this event.